Event description:
A malfunction alarm on the pump was reported by the customer, occurring at least three times on the same pump. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.